Event description:
It was reported that at the facility, the high priority alert icon was not displayed in the radiology worklist for high priority studies when there are no stat studies on the worklist. However, the priority alert icon is visible when studies marked as stat priority exist in the worklist. No pt harm was reported due to this defect.

Manufacturer narrative:
Mckesson med imaging company completed an investigation and concluded that the root cause of the problem was a software defect. In mckesson radiology station viewer, the radiology worklist displays a priority alert icon as a visual indicator for stat and high priority studies. At the reported facility, the radiology worklist did not display the priority alert icon for high priority studies whenever no stat priority studies are listed in the worklist. If the user did not see the high priority icon, the study may be considered as routine or low priority and that would cause a potential in delay in care for the pts who require immediate treatment. Mckesson medical imaging company customer support will work with potentially affected customers to apply a software update to prevent the recurrence on this problem.